Manufacturer narrative:
Follow-up #1: date of submission 01/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2015 with the following findings: the pump's black box showed one expected pump reboot event on (B)(6) 2015. The pump battery compartment was undamaged. A test battery cap was fastened and then unscrewed a ½ turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly with no power interruption or any alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.